Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient experienced fluctuations in sound and deterioration in hearing over the last weeks.

Manufacturer narrative:
Based on the limited information received, the fmt was not able to vibrate due to tissue/fascia having moved from the original position. The patient underwent successfully revision surgery. Patient was happy with the sound quality at switch on after revision surgery. The concerned device remains implanted and in use.

Event description:
The patient experienced fluctuations in sound and deterioration in hearing over the last weeks.